Event description:
Medtronic received information indicating that during the procedure with the patient on bypass, this right angled metal tip venous cannula ruptured at the body of the cannula, resulting in an unspecified amount of blood loss. A clamp was used to prevent further blood loss while the cannula was changed out. Subsequently, the cannula ruptured in another location. The patient was transitioned off pump and a blood transfusion was administered. The cannula was changed out and surgery was successfully completed.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed several splits in the cannula body. There was one split approximately 9 inches from distal tip that did not appear to have any clamp marks and were approximately 350 degrees around the circumference of the device. The other 5 splits appeared to have clamp marks. Conclusion: the reported clinical observations were confirmed. The root cause is likely sub-optimized curing of the cannula body leading to a cannula with a greater propensity to split. These cannula may also be at greater risk of splitting under acute stress of a suture. (B)(6).

Manufacturer narrative:
(B)(6). The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.